Event description:
It was reported by repair work order that the battery enclosure face plate was damaged and sharp edges were accessible. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.